Event description:
Additional information was received that another alert was generated by the remote home monitoring service for intermittent high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead returned severed in two segments at 11 cm from is-1 pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient has not been brought in for evaluation, however an in-office visit will be scheduled. A lead fracture is suspected as the cause, however not confirmed.

Event description:
Additional information was received that a revision procedure was performed where the physician noted that the header of the defibrillator was extremely loose. No fracture was visible through x-ray for the rv lead. Subsequently both the device and rv lead were explanted. No additional adverse patient effects were

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. The following day a clinician contacted boston scientific technical services (ts) and stated that the rv lead exhibited oversensing of noise leading to inappropriate non-sustained ventricular tachycardia episodes. Ts discussed bringing the patient in to do further testing on the cause of the out of range shock impedances and noise. No adverse patient effects were reported. The field representative is attempting to obtain additional information from the clinic.

Event description:
--